Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the surgeon discovered that the jaws of the fenestrated bipolar forceps instrument were misaligned. There were no missing or fallen pieces reported. There was no allegation of any harm, injury or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. Visual inspection found that the instrument grip -tips were bent causing side to side misalignment of the grips. There was a 0.078 offset at the tips. The bent grips exhibited separation of the yaw pulley and pulley cover at the glue joint. Failure analysis concluded that the bent damages might have been due to likely mishandling/misuse related to overloading at the tip. An additional observation not reported by site was that the instrument pitch cables were frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the instrument's wrist were not damaged. No other damages were found on the instrument. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reported customer failure mode does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the frayed cables found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.